Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent surgery on (B)(6) 2025. Synthetic absorbable surgical suture was used for subcutaneous suture during the surgery, and sutured tightly during the surgery. Poor incision healing and incision exudation were found postoperatively on (B)(6) 2025, also, the patient had incision pain. Afterwards, part suture was removed and the dressing was changed according to the symptoms. After treatment, the patient's wound recovered well.